Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, pain and swelling. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified the device was seen intact.

Event description:
Healthcare professional reported right side rupture, pain, and swelling. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, brown particles material was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening and partial delamination of orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening. Partial delamination of orientation dot assessed as adhesive failure.

Event description:
Healthcare professional reported right side rupture, "serous fluid", pain and swelling. Device has been explanted.